Event description:
It was reported the patient presented remotely via merlin.net. Upon review of the transmission, it was observed the implantable cardiac defibrillator (ICD) product exhibited myopotential oversensing. There was no intervention made. The patient was stable.